Event description:
The customer reported that during use of this ablator in a shoulder arthroscopy, the tip burnt. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: this device was received for evaluation and the reported problem confirmed. A visual inspection found the tip burnt and a portion of the insulation missing at the tip. Info provided during this investigation identified that the generator settings were not within the MFR prescribes settings. The user facility reported that the surgeon used 110 watts cut and 60 watts coag. The instructions for use (IFU) contains the following warnings, cautions and recommended generator settings: generator settings soft tissue ablation. Minimum/maximum 50-70 watts cut and minimum/maximum 30-50 watts coag. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or pt burns. Do not bury electrode ip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid insulation damage. This info above will be provided to the user facility